Event description:
N/a

Manufacturer narrative:
In this case, the returned device analysis was unable to confirm the reported unintended movement (clip open ¿ efaa). The reported improper or incorrect procedure or method could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on the information provided and the results of the returned device analysis (unable to confirm the reported issue), a cause for the reported unintended movement associated with clip opening during efaa could not be determined. The reported improper or incorrect procedure or method (user error) was associated with the user deflecting the sleeve greater than 90 degrees. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4 degenerative mitral regurgitation for a mitraclip procedure. A mitraclip xtw was able to successfully grasp and capture the leaflet, when the mr was evaluated, it was determined to move the clip medially. The lock lever was pulled back further than the blue line when testing the lock and unlocking the clip. The clip was inverted and pulled into the atrium. There was an aorta hugger and the trajectory to the valve was a slight medial dive, resulting in curving the clip delivery system (cds) more than 90 degrees. The clip was able to be implanted medial to the initial clip. When completing the established final arm angle and testing the clip lock it was determined that the clip continuously opened from approximately 10 degrees to approximately 60-70 degrees. Troubleshooting was performed unsuccessfully and the lock lever was cycled twice. The clip was removed and an additional mitraclip was implanted successfully. Three clips were implanted successfully. The final mr was grade 1. There were no adverse patient effects or clinically significant delays.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.